Manufacturer narrative:
Concomitant medical products: 4396 lead implanted: (B)(6) 2017; 5076 lead implanted: (B)(6) 2010. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked for t-wave oversensing (twos) on the right ventricular (rv) lead. The cardiac resynchronization therapy defibrillator's (crt-d) twos discriminator was on and did initially withhold therapy but did falsely detect due to the oversensing. The lead's sensitivity was adjusted but the discriminator was left as is. The device and lead remain in use. No further patient complications have been reported as a result of this event.